Manufacturer narrative:
Two serial numbers were provided but is unsure as to which one is the affected device. (B)(4).

Event description:
Information was received indicating that a patient receiving levodopa/carbidopa via a smiths medical cadd-legacy® duodopa pump was reported to have dyskinesia. The patient checked the pump settings, finding that the doses were set too high. It was noted that the patient was to stick to the prescribed dose but was found that the patient increased the dose too early. No adverse effects were reported.